Event description:
It is reported that the patient was implanted with ncb distal femoral plate in 2007. Five months post-op, left distal femur fractured. Patient felt acute onset of pain and x-rays revealed she had a non-union with a fractured plate. In 2007, patient was revised.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.